Event description:
The hosp reported that during an evh procedure, the dissection tip on the uniport plus was noted to be leaking. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to purse the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.